Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that emergency medical services was dispatched due to they experienced hypoglycemia and unresponsive on (B)(6) 2021. The customer¿s blood glucose level was 32 mg/dl at time of incident. Another blood glucose levels were 50, 70 and 300 mg/dl. Customer was in hospice. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food and glucose gel. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer also experienced high blood glucose 484 mg/dl. The device will not be returned for analysis.